Event description:
Ous MDR - after an implantation period of approximately 20 months oversensing was reported. No deterioration of the patient's health was reported.

Manufacturer narrative:
During the analysis of the lead, damage to the insulation at approximately 18 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the ring electrode in this area was noted. This error manifestation can with high probability be regarded as the cause of the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.